Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 15. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset on their own and was provided messaging to contact technical support if needed. Technical support arranged to send a replacement pump with updated software and offered training available in the customer¿s tandem source account. The customer will use manual daily injections as a backup therapy until the replacement pump is received, and they understood the instructions on returning the problematic pump to tandem.